Manufacturer narrative:
Unit passed displacement, and self test. No hardware low level failures. Was noted during testing; however, hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm, failed battery alarm, replace battery alarm, insulin flow blocked alarm. Customer reported that they were able to clear and able rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.